Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a f/u report detailing the results of the eval.

Event description:
User facility reported that device was in use with a pt and set at 40 degrees celsius when an alarm occurred and the blanket was observed to be kinked, impeding airflow, leading to heat accumulation. The kink was corrected. The nurse anesthetist confirmed no injury. Use of the device continued. User facility reported continuous observation of pt during operation. Ninety mins later, another alarm occurred, the blanket was removed from pt, and second degree burns were observed on the lower legs. Pt reportedly being treated for burns in and out-patient setting. No add'l medical intervention was reported as necessary.